Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
A sparc sling was implanted on (B)(6) 2002. It was reported that now she has pelvic pain. An exploratory surgery to determine the source of the pain revealed, "scar tissue in places that could cause her pain." They were unable to identify the mesh in the tissue.